Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. During the device check it was noted that the device showed elective replacement indicator and exhibited premature battery depletion. Device replacement was discussed but not yet performed. Patient was stable throughout the event and will continue to be monitored with regular follow-ups.

Event description:
New information received states that the pacemaker was explanted and replaced. The patient was stable throughout the procedure.